Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 498 mg/dl. The customer stated that he kept bolusing, but he was only able to lower the blood glucose reading to 433 mg/dl before it would rise again. He also reported that he had changed the infusion set in attempts to resolve the issue, but he still had high blood glucose the following day. He stated that he put the current reservoir into an old insulin pump, reprimed, and was able to lower his blood glucose within 24 hours. He complained of sickness as a symptom of high blood glucose. During troubleshooting, insulin did exit the tubing during a manual prime, and all settings appeared to be correct. A low reservoir alarm was found in the alarm history. The customer declined to complete troubleshooting, requesting a replacement device because he did not feel as though the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.